Event description:
It was reported to philips that the system could not make exposures but was able to initiate fluoroscopy. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was aborted and re-arranged later. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not make exposures. Upon functional testing, the fse found tube too hot error. The fse restarted the system and changed the examination mode, but the issue persisted. To resolve the issue, the fse restarted the system and waited for a period of time to let the tube cool down. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.